Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: based on the information that the catheter was inadvertently clamped at the time of psnr alarms, there is potential this was related to the poor signal. However, review of other pumps on the console suggests the console may have played a role as well. Additionally, the pump was not returned for investigation. For these reasons, the cause of the reported placement signal issue could not be determined. Device history lot: device lot : 1998840. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after the device was successfully implanted, a ¿placement signal unreliable¿ alarm occurred. Investigation of the surgical field revealed that a clamp had been placed across the catheter by the physician or technician. After the clamp was removed, the placement signal remained intermittently unreliable. The physician decided to leave the pump in place as it was. The cardiac clinical team was consulted regarding the reliability of the placement signal.